Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock had become undone from not tightening the luer lock sufficiently. Reportedly, the customer admits to being an error on their part. The customer's blood glucose level was not impacted. Recommendation was made to ensure luer lock connection is straight and tight.